Event description:
On 5/1/1997 steris rec'd a letter from facility, written by olympus corp., regarding an incident involving an olympus bronchoscope. Reportedly, a positive culture for tuberculosis (tb) had been taken from the biopsy channel of the olympus bronchoscope after it had been processed in the steris system 1 (ss1). Facility contacted steris to assist in the investigation and determine the cause of the infection.